Event description:
(B)(4). It was reported by the facility staff that the cs7 carroll bed head would not function, although the lights were lighten. There was no patient injury reported,

Manufacturer narrative:
(B)(4). RMA has been initiated for this issue. Model cs7, serial number/date code (B)(4). The owner's manual part number 1153410 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The malfunction has not been confirmed.